Event description:
Reporter indicated that patient's ncp system was explanted due to infection. The infection was present at both the pulse generator/pocket and bipolar lead/cervical areas and was treated with antibiotics and explant of the ncp system. Physician indicated that the patient's infection was a direct result of the implant procedure and that the patient has fully recovered.